Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's screen was blank. Customer stated that they put a new battery but after that insulin pump would not turn on. Customer was not calling back with a frozen display after installing a new battery for previous frozen display issue. The customer was assisted with troubleshooting. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer remove the battery and states insert battery alarm did not display on the insulin pump screen. Customer stated that the screen had discoloration and dark spot and the screen also looks like it had an air bubble. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd display window noted. The test reservoir p-cap was able to lock in place. Device received with blank display due to problem isolated on the lcd board. Unable to verify frozen screen or perform displacement test and self test due to blank display.